Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit. Fail, receiver is in perpetual rebooting. Attempt to download the receiver log. Unable to down load logs from a g6 receiver because its in perpetual rebooting. Open receiver case for internal visual inspection was performed and passed. The log was not downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.